Event description:
I had the essure procedure done (B)(6) 2013. Since then I suffer from joint pains, really bad headaches, very heavy periods, and bad cramps. Over the weekend (B)(6) 2015, I was in so much pain I was rushed to the emergency room. After doing a lot of blood work and other test, they found out that I was pregnant and it may be in the tubes. How could this be if I got a procedure done so I couldn't have babies anymore. Now I have to go through more pain because of this faulty product.